Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4)

Event description:
An ophthalmologist reported that a trocar leaked out liquid despite the valve during a vitrectomy surgery. No patient harm. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, nine 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. Six lots had no anomalies found based on the device history record reviews. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint includes affected manufacturing lots.